Event description:
A report received form the USA stated an 840 ventilator experienced a loss of communication with the breath delivery (bd) central processing unit (cpu), while being used on a patient. The patient was not harmed or injured as a result fo the event. The date of the event is unknown.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the vustome rover the phone. The tse suggested replacing the bd cpu printed circuit board (pcb). Vocidien was not authorized to service device. (B)(4).